Manufacturer narrative:
(B)(4). Date sent: 10/20/2020. Investigation summary the analysis results found that one pcee45a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bile duct resection, the surgeon was firing the stapler and it locked out mid way through the firing sequence. Upon inspection, the anvil has separated or "pulled" from the stapler. This was the second firing. The device fired the first time with no issues. He was firing across a fissure with no buttressing. There was nothing remarkable about the tissue (it was not thick). Half way through the firing, he heard a sound (the stapler locked out). He was able to reverse the knife blade. It is unknown how the procedure was completed and there were no patient consequence reported.